Event description:
It was reported the patient went through a metal detector and got a jolt. The patient stated they had to go to their doctor and have their battery replaced. It was noted the patient went through the security in court around february or march and about a month afterward had the surgery to replace their gastric stimulator. After the patient got the jolt they started getting their symptoms back because their ¿battery was gone.¿ the patient stated "if in fact her going through metal detector and having the lead inside and this stuff is messing up inside of my body can bring forth some kind of problems." Additional information from the healthcare provider stated the cause of the event was metal detector interference with their device. The metal detector gave the patient a shock. It was stated there were no actions taken to resolve the issue and the cause of the event was not device related. The healthcare provider stated the device was damaged but the patient recovered without permanent impairment and they were happy with their therapy. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 435135, serial # (B)(4), implanted: (B)(6) 2003, product type lead; product ID 435135, serial # (B)(4), implanted: (B)(6) 2003, product type lead.